Manufacturer narrative:
D4: not applicable. Primary UDI number - due to the age of the complaint system, a gtin is not available. Siemens is conducting a thorough investigation of the reported event. As this event is under investigation, a root cause has not yet been determined. A follow-up report will be filed upon completion of the investigation.

Event description:
Siemens healthineers became aware of an issue with the luminos agile. The user stated that the cable hose holder for the 3d tube stand became loose. This caused the holder and the cable to drop down from the ceiling rail. No injury was communicated for this event. It is assumed that in a worst-case scenario a minor to serious injury might be the outcome should the issue recur. Siemens has requested additional information in order to investigate the reported event.

Manufacturer narrative:
H3, h6: siemens healthineers completed a detailed investigation of the reported problem. Based on the provided information the central screw loosened from the nut and the cable hose with the attached holder and retaining plate became loose and eventually slid down from the transversal carriage of the 3d overhead tube. However, the described issue could not be confirmed by the provided pictures. For a deeper analysis, the affected part was requested but was not available since it was re-used for the repair. Loctite was applied onto the screw, and the hose holder assembly was reattached to the transversal carriage. This performed repair at customer site is a safe solution which is also documented within the installation and maintenance instructions. Since repair at customer site no further issues are known. The root cause of the described issue could not be identified. But such an issue could only be caused by a workmanship error during the system installation or other service activities. Based on all investigation results it was determined that the event is no longer classified as reportable since only a moderate injury might be the outcome if the hose holder swings downwards together with the hose. The complaint is closed. H11 corrected data: d3: the manufacturer¿s address was corrected and the email address added.